Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 24/oct/2017 for service. Inspection of the device was performed on 25/oct/2017 where the quality control inspector found the following: distal body chip at channel opening at thinnest part, bending rubber cut, insertion tube severe crush at stage 1, right light carrying bundle distal cover glass cracked, failed wet leak test, objective lens chipped, up/ down control knob/ lever cracked, failed dry leak test, suction arm loose, hole in # 2 remote control button cover, video image has a white or red dot, insertion tube mild crush at stage 2, operation channel- primary mild resistance, sn637 not applied, hole in # 1 remote control button cover, umbilical cable buckle/s. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 06/nov/2017. Parts replaced: o-rings and seals, bending rubber, distal end assy with tube, distal joint screw m1, insertion flexible tube w/segment, angle lever assy, light guide cable, remote control button(1)pb_free, r.c. Button(2) pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), ccd module w/ drive pcb.